Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident, and without this information, we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported the pen needle was found to be clogged during use. The following information was provided by the initial reporter: the patient injected insulin at 6:50 am on (B)(6) 2020, but the insulin did not come out. He came to the store at 7:20 am on (B)(6) 2020, and the pharmacist told him to try changing the needle. After changing the needle, everything was ok.

Manufacturer narrative:
H.6. Investigation: lot#9003955 DHR and related manufacturing records were reviewed, no abnormality was found. Clog and np gap test was conducted on 7pcs retention samples and all no needle clog or np gap fail found. No actual defect sample returned, so a comprehensive evaluation and investigation cannot be conducted. The certain cause cannot be concluded at the moment. See h.10.

Event description:
It was reported the pen needle was found to be clogged during use. The following information was provided by the initial reporter: the patient injected insulin at 6:50 am on (B)(6) 2020, but the insulin did not come out. He came to the store at 7:20 am on (B)(6) 2020, and the pharmacist told him to try changing the needle. After changing the needle, everything was ok.